Event description:
Customer reported having issues with their pump needing to be perfectly centered on the charger to work. There was no reported adverse impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.